Event description:
It was reported that a user experienced hyperglycemia while using the ilet and chose to discontinue therapy and return the device; the highest reported blood glucose was 390 mg/dl, remained out of range for about 9 hours, and the user corrected by reverting to multiple daily injections. Symptoms included hyperglycemia accompanied by dizziness, nausea, and thirst. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included review of the event details and coordination with field and support teams. Investigation of this case revealed no specific device malfunction identified and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.